Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start up. Upon troubleshooting, the fse determined that the mpdu failed to boot up. The fse ran mpdu test, which indicates the mpd (main power distribution) control board was defective. The defective mpd control board was returned to philips for further analysis. The supplier¿s part analysis conclusively determined the electrolyte leakage around both 470uf capacitors and broken fuse. To resolve the issue, the fse replaced mpd control board. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.